Event description:
A report was received that the patient's ipg was no longer functioning and was unable to take a charge. It was believed that the ipg appeared to be close to the surface of the skin. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) the complaint in regard to the charging issue was confirmed. In the lab, the device would not be linked after several charge attempts. The investigation found the following anomalies: fuse of the battery was open, vbat measured zero voltage while the battery ground measured - 3.8 volts respect to the system ground, vdd (2.8 volts) was not generated by the analog ic and the system would not power up. U8 exhibited high temp, 150 c when an external power supply was connected. After disconnecting the battery ground trace from the battery ground circuit, the device responded with the remote control. Profiles and sepproms were captured. The source of the device damage was unknown.

Event description:
A report was received that the patient's ipg was no longer functioning and was unable to take a charge. It was believed that the ipg appeared to be close to the surface of the skin. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.